Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of occurrence as the patient indicated the symptoms began one and a half years ago before reporting the symptoms.

Event description:
It was reported that after a diagnostic angiogram, arteriotomy closure was achieved of the common femoral artery using a starclose se device in (B)(6) 2007. Reportedly, one and a half years ago, the patient developed a burning sensation in the groin area that feels uncomfortable. The patient believes the symptoms are the result of being hypersensitive to nickel-titanium, which the starclose se clip is made. The symptoms are reportedly continuing. No treatment has been provided. The patient has not been tested for hypersensitivity to nickel-titanium. The physician was reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.